Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that noise showing on the image occurred due to faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited faulty charged coupled device and image noise. There was no patient involvement.